Event description:
It was reported that a patient was being transported in an ambulance when it was involved in a crash. The device broke free, contributing to the injuries and eventual death of the patient.

Manufacturer narrative:
It was reported by the customer that an unspecified ambulance fastener was in an ambulance accident. The cot and lock down system broke free, contributing to the injuries and the patient expired. Further information surrounding the incident, details of the malfunction, and device involved were not available as the alleged issue has on-going legal matters with the customer. The issue was resolved for the customer by documenting this report. If further information becomes available through corporate litigation, this record may be reopened and updated.

Event description:
No new information.